Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that in one day this right ventricular (rv) lead exhibited high, pacing impedance measurements then went back to normal. Technical services (ts) reviewed and found the pacing impedances went up however, the shock impedances did not. Review of an episode found no observations of noise however, there was p wave oversensing on that same day. The health care professional (hcp) suspects that isometrics and pocket manipulation was performed however, was not there at the time the patient was seen in the clinic. Ts recommended to confirm troubleshooting was performed if not, would consider bringing the patient in for further evaluation and discussed possible causes. At this time, the non-boston scientific device and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that in one day this right ventricular (rv) lead exhibited high, pacing impedance measurements then went back to normal. Technical services (ts) reviewed and found the pacing impedances went up however, the shock impedances did not. Review of an episode found no observations of noise however, there was p wave oversensing on that same day. The health care professional (hcp) suspects that isometrics and pocket manipulation was performed however, was not there at the time the patient was seen in the clinic. Ts recommended to confirm troubleshooting was performed if not, would consider bringing the patient in for further evaluation and discussed possible causes. At this time, the non-boston scientific device and rv lead remains in service. No adverse patient effects were reported.